Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button error and buttons were sticky. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had motor error, no delivery alarm and also unusual grinding noises different from the normal rewind noises. It was also reported that the insulin pump buttons were unresponsive couple of times. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. Device primed properly. No motor error alarm noted. Motor passed motor test. No unexpected failed battery alarm anomalies noted. No unexpected e/a alarm anomalies noted. No unexpected reset alarm anomalies noted. No unexpected audio/vibrate anomaly /absence of alarm. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).